Event description:
It was reported that a physician in training, in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove and was removed using the access ports as specified in the instructions for use. The clip achieved hemostasis. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, the device history record review could not be performed.